Event description:
Attorney reported: 2004 - the patient underwent a hernia repair procedure with implant of a recalled composix kugel mesh patch. In 2006 - the patient presented to his physician with complaints of a bulging mass in the area of his previous hernia repair. At about two weeks later, the patient underwent surgery to explant the mesh patch and to repair a recurrent hernia. A composix e/x and non recalled composix kugel mesh patch were placed. The ring was completely removed from the composix kugel mesh patch at the time of implant. Approximately 26 days later, the patient presented with an abscess and apparent mesh infection. The patient underwent surgery to explant the infected mesh (it is unclear if one or both mesh patches were removed. It is currently inferred that both mesh patches were removed and repair was done with a bioprosthetic material.)

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Information related to the recalled composix kugel mesh implemented in 2004 will be reported. For information related to the composix mesh implanted in 2006, see MDR 1213643-2008-00490